Event description:
A 26 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the pt's arteries were severely tortuous and calcificated. During advancement of the stent graft, without the use of a sheath, the stent graft kinked between the nosecone and the delivery system. The stent graft was removed from the pt. The physician then predilated the arteries and used another device of the same size to complete the case. The device was discarded by the user facility. No clinical sequelae were reported and the pt is reported to be fine.